Manufacturer narrative:
Patient information is not available for reporting. Additional device product code: hsz, gfa, gff. (B)(4) lot number unknown. Device is an instrument and is not implanted/explanted. Complainant device is not expected to be returned for manufacturer review/investigation. Reporter phone number is not available for reporting. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during a bone grafting delayed union fracture right fifth metatarsal open reduction internal fixation (orif) surgery performed on (B)(6) 2017, the drill bit broke off and 2 mm broken drill bit was left in the patient in fifth metatarsal. The broken drill bit was identified during the procedure, as was a broken wire. There was a five to ten (5-10) minute surgical delay to the procedure as the broken drill bit was attempted to be removed from the patient. The surgeon is not planning on removing the drill bit. This report is for one (1) 2.0 mm cannulated drill bit. This is report 1 of 1 for complaint (B)(4).